Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy for a super ventricular tachycardia in the vf zone. During review of transmissions stored electrograms did not show the delivery of therapy. Programming changes were discussed.